Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. In addition, it was reported the customer experienced resistance when filling the cartridge with insulin. Customer's blood glucose level was 94 mg/dl. Reportedly, the customer successfully loaded a new cartridge onto the pump and resumed insulin delivery.